Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during an axios stent placement procedure performed on (B)(6), 2024. During the procedure, the second flange was unable to be deployed. The procedure was completed using another axios stent. There was no patient complications reported due to this event.